Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 2005412. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. To aid in the investigation of this issue, one picture sample was returned for evaluation by our quality engineer team. Through examination of the picture, the tip of the plunger rod was observed bent. The material used to manufacture the bd flu+ syringes has been tested and selected to resist normal conditions of use. Based on the picture sample findings and the provided feedback, the product deformation could have been produced during the manufacturing process due to defective transport of the plunger component or hard conditions of storage.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 plunger rod was defective. This occurred on 2 occasions. The following information was provided by the initial reporter: when drawing up the astrazeneca vaccine two syringes were found to be defective. The spindle of the plunger when drawing down the vaccine was found to be bent.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 plunger rod was defective. This occurred on 2 occasions. The following information was provided by the initial reporter: when drawing up the astrazeneca vaccine two syringes were found to be defective. The spindle of the plunger when drawing down the vaccine was found to be bent.